Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a partial stapler fire allegedly occurred involving a sureform 45 curved-tip stapler instrument. The event occurred on the fifth stapler fire of a green stapler reload while the surgeon was stapling the bronchus stump. According to the surgeon, the instrument was visually inspected prior to use with no abnormality found. The surgeon selected the green reload because it was suitable. There were no clamping issues. The message, ¿pausing for compressions,¿ appeared 3 times. In addition, a ¿tissue too thick to continue¿ message and an unclamping recommendation were displayed during the fourth pause. There were also malformed staples seen. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material for reinforcing was used. The target tissue was non-calcified, and not exposed to chemotherapy or radiation. There was no tissue tension and tissue bunching. The surgeon resolved the issue by suturing the bronchial stump.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication is unknown. Isi has not received the sureform 45 curved tip stapler instrument or the reload involved with this complaint. A follow-up MDR will be submitted if the reload and stapler are returned (post failure analysis evaluation) or if additional information is received. A review of the stapler log for the sureform 45 stapler curved-tip instrument (part #480545-04, lot #t90210316-0161) associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The logs show the stapler instrument with was installed 5 times and fired 5 reloads (4 white followed by 1 green). First 4 firings were completed per the logs with no pauses for compression. The 5th firing (green) resulted in a ¿tissue too thick to continue¿ firing failure at 86% completion after multiple pauses for compression. Partial firing occurred during the 5th fire. The instrument did not have any incomplete clamps. Per this review of the logs, the sureform 45 curved-tip stapler instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 7 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, while the surgeon was trying to staple the bronchial stump, there was an alleged partial fire involving a sureform 45 curved-tip stapler instrument. The staple line was incomplete and the surgeon had to suture the bronchial stump. The cause of the intra-operative complication is unknown.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. On (B)(6) 2022, the following additional information was obtained from failure analysis of the sureform 45 stapler curved-tip instrument and a green sureform 45 reload: intuitive surgical, inc. (Isi) has received the green sureform 45 reload associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track, approximately 0.678" from the distal end. The root cause of this failure is not determinable. Additionally, the knife was found to have mechanical indentations on the knife's edge. The root cause of the mechanical indentations is attributed to the user. Isi has received the sureform 45 stapler curved-tip instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was installed on an in-house system. The instrument passed the initialization test. The instrument clamped and fired 2 green reloads and 1 black reload successfully with no issues. The instrument was found to have a firing failure based on log review. The log review reveals that one partial fire (tissue too thick) occurred with a green stapler reload installed. The partial fire occurred on the fifth fire. The root cause of this failure is not determinable. The clamp history shows five complete clamps and zero incomplete clamps.

Event description:
Refer to h10/h11 for follow-up information.